Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis were normal. Additionally, visual inspection of the header and connectors found no anomalies. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No other anomalies were found.

Event description:
Related report: 2017865-2025-00176. Related report: 2017865-2025-00177. It was reported that patient presented in clinic due for full system explant. It was noted that patient did not want the system anymore and insisted for removal despite the physician advising against it. The patient's pacemaker, right atrial lead, and right ventricular lead were all explanted. Patient was stable.